Manufacturer narrative:
The product was not returned for evaluation. The user reported that the adhesive was coming loose which caused the cannula to come out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose was reading at 10 mmol/l (180 mg/dl) and before lunch it was at 23 mmol/l (414 mg/dl) and then it read "high" (>27.8 mmol/l) (> 500 mg/dl). Upon inspection she noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the back.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues with the adhesive pad were observed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.